Manufacturer narrative:
Correction in section b.7. And h.6. (FDA patient code e0802 removed) the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge, handpiece and viscoelastic. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (4.50cyl), 06.0 diopter lens was replaced with a company (2.25cyl), 20.0 diopter lens with a clinical reason that the patient presented initially with a traumatic dense cataract causing the diopter reading at the office to be incorrect for the initial implant." Based on the information provided, the event does not appear to be related to the product. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, the patient had a +7.00 refractive error post surgery. Therefore, the lens was removed and replaced with a company lens in a secondary procedure, with no complications. According to additional information received, the patient had impaired vision. The clinical reason for explant was, "patient presented initially with traumatic dense cataract - diopter reading at office incorrect for initial implant.